Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a single low out-of-range shock impedance measurement of 4 ohms on the non-boston scientific right ventricular (rv) lead. The patient was brought into the office for isometrics and further testing. The shock impedance was in the normal range between 60-70 ohms at that time. Subsequently, a second low out-of-range measurement of 17 ohms occurred. The patient was scheduled for commanded shock testing to further test the system. The physician initially wanted to do a full inducement defibrillation threshold (dft) test; however, the patient would not stay in a ventricular tachycardia (vt)/ventricular fibrillation (vf). Thus a commanded shock was done instead. The ICD started to charge but failed to deliver therapy and a code 1004 was recorded indicating that a short circuit condition had been detected. Tachy therapy was programmed off. Fluoroscopy was used to check the system for any defects, but no apparent issues were seen. The patient was referred for a lead extraction and device change out. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the device was returned from an unknown source, thus indicating it was explanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. The event noted in the field was not recorded in the device's memory log. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. During testing an attempt to interrogate the device and perform a manual capacitor reform resulted in a code for voltage too low for projected remaining capacity.

Event description:
This report is being filed to submit the analysis results.